Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired three clips at once. The clips were not formed properly. It is unknown if the clips fell into the patient. No other details were provided. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4)